Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ migration of coil/coil had migrated/ device migrated out of her tube") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting one of the devices into one of my fallopian tubes" on (B)(6) 2013. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996, (B)(6) 1999). Patient had no complications during any of her pregnancies. Patient had no abortion. Previously administered products included for help her sleep: trazadone from 2014 to 2016 and ambien from 2008 to 2014; for anxiety: xanax from 2011 to 2014; for an unreported indication: iud from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe and persistent pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with analgesics and surgery (salpingectomy-bilateral to have essure removed). On an unknown date, the patient experienced procedural pain ("abdominal pain/ post operative abdominal pain / pain of surgery / post-operative pain"). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain and mental disorder outcome was unknown and the procedural pain had resolved. The reporter considered device dislocation, mental disorder, pelvic pain and procedural pain to be related to essure. Pain of surgery reported as (B)(6) 2016, however salpingectomy was on (B)(6) 2013 (discrepant data). Diagnostic results: on an unknown date patient underwent essure confirmation ultrasound test. Approximate weight at the time of essure placement: estimated 110 (units not informed) most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporter, patient¿s data, historical conditions and drugs, essure insertion and removal dates and indication were added. Case upgraded to incident. Previously reported event ¿severe and permanent injuries¿ was deleted and replaced by the specified new events: migration of essure; severe and persistent pain; abdominal pain/ post operative abdominal pain / pain of surgery / post-operative pain; essure caused or aggravated any psychiatric and/or psychological condition and the doctor had a hard time getting one of the devices into one of my fallopian tubes. Treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), procedural pain ("abdominal pain/ post operative abdominal pain / pain of surgery / post-operative pain") and anxiety ("essure caused or aggravated any psychiatric and/or psychological condition/ worried") in a 43-year-old female patient who had essure (batch no. A73752) inserted for female sterilisation. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting one of the devices into one of my fallopian tubes" on (B)(6) 2013, device dislocation "migration of essure/ migration of coil/coil had migrated/ device migrated out of her tube" (seriousness criteria medically significant and intervention required) in (B)(6) 2013, device breakage "device was removed in pieces and with thorough inspection all pieces were noted to be free from the endometrial cavity" (seriousness criteria medically significant and intervention required) and device expulsion "the left essure device is coiled near the cornua and partially within the uterus". The patient's medical history included gravida ii, parity 2 ((B)(6) 1996, (B)(6) 1999), knee pain, gastrointestinal bleeding, smoker, alcohol use, post coital bleeding, vaginal infection, menopausal symptoms, dysfunctional uterine bleeding, yeast vaginitis, chlamydial infection, appendectomy, augmentation mammoplasty, abdominal distension and gas. Patient had no complications during any of her pregnancies. Patient had no abortion. On an unknown date patient underwent essure confirmation ultrasound test. Approximate weight at the time of essure placement: estimated 110 (units not informed). (B)(6) 2013, surgical pathology report: specimen 1. Left fallopian tube 2. Right fallopian tube 3. Portion of essure clinical information family planning, failed essure diagnosis: fallopian tube, left, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Fallopian tube, right, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Diagnosis after gross examination: portion of essure device: portions of metallic and synthetic string material consistent with essure fragment; gross ID only. Pain description cramping. Hysteroscopic sterilization: operative findings cervix: parous uterine size: 7 uterine position: axial uterine sounded to: 7 uterine cavity: normal tubal ostia visualized bilateral: yes description: the left tube had some scar tissue in front of it anatomic in location: yes the patient tolerated the procedure well. Essure confirmation test(s) conducted: (B)(6) 2013, (B)(6) 2013 hsg, x-ray/ ultrasound. Previously administered products included for help her sleep: trazadone from 2014 to 2016 and ambien from 2008 to 2014; for anxiety: xanax from 2011 to 2014; for an unreported indication: iud from 2008 to 2013, paraguard and mirena. Concurrent conditions included herpes zoster and rash. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced procedural pain, lasting 5 days. On an unknown date, the patient experienced pelvic pain and anxiety. The patient was treated with analgesics and surgery (salpingectomy-bilateral to have essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered anxiety, pelvic pain and procedural pain to be related to essure. The reporter commented: pain of surgery reported as (B)(6) 2016, however salpingectomy was on (B)(6) 2013 (discrepant data). The device went in well but when deployed it curled on itself. Coils were seen and scar tissue noted in front of the ostia. Device well in the ostis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: malposition of the left essure device with left tubal patency. Concerning all the injuries reported in this case,the following ones were reported via social media: anxiety, device expulsion. Most recent follow-up information incorporated above includes: on 23-jan-2019: medical record received. Reporter, medical history, lab data added from medical record. Lot number added. Event the left essure device is coiled near the cornua and partially within the uterus was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ migration of coil/coil had migrated/ device migrated out of her tube") and device breakage ("device was removed in pieces and with thorough inspection all pieces were noted to be free from the endometrial cavity") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting one of the devices into one of my fallopian tubes" on (B)(6) 2013. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996, (B)(6) 1999). Patient had no complications during any of her pregnancies. Patient had no abortion. Previously administered products included for help her sleep: trazadone from 2014 to 2016 and ambien from 2008 to 2014; for anxiety: xanax from 2011 to 2014; for an unreported indication: iud from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe and persistent pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). On an unknown date, the patient experienced procedural pain ("abdominal pain/ post operative abdominal pain / pain of surgery / post-operative pain"). The patient was treated with analgesics, surgery (salpingectomy-bilateral to have essure removed) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, pelvic pain and mental disorder outcome was unknown and the procedural pain had resolved. The reporter considered device breakage, device dislocation, mental disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: pain of surgery reported as (B)(6) 2016, however salpingectomy was on (B)(6) 2013 (discrepant data). The device went in well but when deployed it curled on itself. Coils were seen and scar tissue noted in front of the ostia. Device well in the ostis. Diagnostic results: on an unknown date patient underwent essure confirmation ultrasound test. Approximate weight at the time of essure placement: estimated 110 (units not informed). (B)(6) 2013, surgical pathology report: specimen left fallopian tube, right fallopian tube, portion of essure. Clinical information: family planning, failed essure diagnosis: fallopian tube, left, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Fallopian tube, right, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Diagnosis after gross examination: portion of essure device: - portions of metallic and synthetic string material consistent with essure fragment; gross ID only. Pain description cramping. Hysteroscopic sterilization: operative findings cervix: parous, uterine size: 7, uterine position: axial, uterine sounded to: 7, uterine cavity: normal, tubal ostia, visualized bilateral: yes, description: the left tube had some scar tissue in front of it, anatomic in location: yes, the patient tolerated the procedure well. Essure confirmation test(s) conducted: (B)(6) 2013, (B)(6) 2013 hsg, x-ray/ ultrasound most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as "the device was removed in pieces and with thorough inspection all pieces were noted to be free from the endometrial cavity." Relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ migration of coil/coil had migrated/ device migrated out of her tube") and device breakage ("device was removed in pieces and with thorough inspection all pieces were noted to be free from the endometrial cavity") in a 43-year-old female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting one of the devices into one of my fallopian tubes" on (B)(6) 2013. The patient's medical history included gravida ii, parity 2 ((B)(6) 1996, (B)(6) 1999), knee pain, gastrointestinal bleeding, smoker, alcohol use, post coital bleeding, vaginal infection, menopausal symptoms, dysfunctional uterine bleeding, yeast vaginitis, chlamydial infection, appendectomy, augmentation mammoplasty, abdominal distension, gas and endometriosis. Patient had no complications during any of her pregnancies. Patient had no abortion. On an unknown date patient underwent essure confirmation ultrasound test. Approximate weight at the time of essure placement: estimated 110 (units not informed). (B)(6) 2013, surgical pathology report: specimen 1. Left fallopian tube 2. Right fallopian tube 3. Portion of essure clinical information family planning, failed essure diagnosis: fallopian tube, left, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Fallopian tube, right, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Diagnosis after gross examination: portion of essure device: - portions of metallic and synthetic string material consistent with essure fragment; gross ID only. Pain description cramping. Hysteroscopic sterilization: operative findings cervix: parous uterine size: 7 uterine position: axial uterine sounded to: 7 uterine cavity: normal tubal ostia visualized bilateral: yes description: the left tube had some scar tissue in front of it anatomic in location: yes the patient tolerated the procedure well. Essure confirmation test(s) conducted: (B)(6) 2013, (B)(6) 2013 hsg, x-ray/ ultrasound. Previously administered products included for help her sleep: trazadone from 2014 to 2016 and ambien from 2008 to 2014; for anxiety: xanax from 2011 to 2014; for an unreported indication: iud from 2008 to 2013, mirena, motrin, alprazolam, xanax, reborprin and paraguard. Concurrent conditions included herpes zoster and rash. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("abdominal pain/ post operative abdominal pain / pain of surgery / post-operative pain"), lasting 5 days. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("the left essure device is coiled near the cornua and partially within the uterus"), pelvic pain ("severe and persistent pain") and anxiety ("essure caused or aggravated any psychiatric and/or psychological condition/ worried"). The patient was treated with analgesics and surgery (salpingectomy-bilateral to have essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, device expulsion, pelvic pain and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered anxiety, device breakage, device dislocation, device expulsion, pelvic pain and procedural pain to be related to essure. The reporter commented: pain of surgery reported as (B)(6) 2016, however salpingectomy was on (B)(6) 2013 (discrepant data). The device went in well but when deployed it curled on itself. Coils were seen and scar tissue noted in front of the ostia. Device well in the ostis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: malposition of the left essure device with left tubal patency. Concerning all the injuries reported in this case,the following ones were reported via social media: anxiety, device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ migration of coil/coil had migrated/ device migrated out of her tube") and device breakage ("device was removed in pieces and with thorough inspection all pieces were noted to be free from the endometrial cavity") in a 43-year-old female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting one of the devices into one of my fallopian tubes" on (B)(6) 2013. The patient's medical history included gravida ii, parity 2 (B)(6) 1996, (B)(6) 1999), knee pain, gastrointestinal bleeding, smoker, alcohol use, post coital bleeding, vaginal infection, menopausal symptoms, dysfunctional uterine bleeding, yeast vaginitis, chlamydial infection, appendectomy, augmentation mammoplasty, abdominal distension, gas and endometriosis. Patient had no complications during any of her pregnancies. Patient had no abortion. On an unknown date patient underwent essure confirmation ultrasound test. Approximate weight at the time of essure placement: estimated 110 (units not informed). 17dec2013, surgical pathology report: specimen 1. Left fallopian tube. 2. Right fallopian tube. 3. Portion of essure. Clinical information family planning, failed essure. Diagnosis: fallopian tube, left, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Fallopian tube, right, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Diagnosis after gross examination: portion of essure device: - portions of metallic and synthetic string material consistent with essure fragment; gross ID only. Pain description cramping. Hysteroscopic sterilization: operative findings cervix: parous. Uterine size: 7. Uterine position: axial. Uterine sounded to: 7. Uterine cavity: normal. Tubal ostia visualized bilateral: yes. Description: the left tube had some scar tissue in front of it anatomic in location: yes. The patient tolerated the procedure well. Essure confirmation test(s) conducted: (B)(6) 2013, (B)(6) 2013 hsg, x-ray/ ultrasound. Previously administered products included for help her sleep: trazadone from 2014 to 2016 and ambien from 2008 to 2014; for anxiety: xanax from 2011 to 2014; for an unreported indication: iud from 2008 to 2013, mirena, motrin, alprazolam, xanax, reborprin and paraguard. Concurrent conditions included herpes zoster and rash. Family history included hypertensive. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("abdominal pain/ post operative abdominal pain / pain of surgery / post-operative pain"), lasting 5 days. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("the left essure device is coiled near the cornua and partially within the uterus"), pelvic pain ("severe and persistent pain") and anxiety ("essure caused or aggravated any psychiatric and/or psychological condition/ worried"). The patient was treated with analgesics and surgery (salpingectomy-bilateral to have essure removed). Essure was removed on 17-dec-2013. At the time of the report, the device dislocation, device breakage, device expulsion, pelvic pain and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered anxiety, device breakage, device dislocation, device expulsion, pelvic pain and procedural pain to be related to essure. The reporter commented: pain of surgery reported as (B)(6) 2016, however salpingectomy was on (B)(6) 2013 (discrepant data). The device went in well but when deployed it curled on itself. Coils were seen and scar tissue noted in front of the ostia. Device well in the ostis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: malposition of the left essure device with left tubal patency. Concerning all the injuries reported in this case,the following ones were reported via social media: anxiety, device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ migration of coil/coil had migrated/ device migrated out of her tube") and device breakage ("device was removed in pieces and with thorough inspection all pieces were noted to be free from the endometrial cavity") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting one of the devices into one of my fallopian tubes" on (B)(6) 2013. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996, (B)(6) 1999). Patient had no complications during any of her pregnancies. Patient had no abortion. Previously administered products included for help her sleep: trazadone from 2014 to 2016 and ambien from 2008 to 2014; for anxiety: xanax from 2011 to 2014; for an unreported indication: iud from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe and persistent pain") and anxiety ("essure caused or aggravated any psychiatric and/or psychological condition/ worried"). On an unknown date, the patient experienced procedural pain ("abdominal pain/ post operative abdominal pain / pain of surgery / post-operative pain"). The patient was treated with analgesics, surgery (salpingectomy-bilateral to have essure removed) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, pelvic pain and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered anxiety, device breakage, device dislocation, pelvic pain and procedural pain to be related to essure. The reporter commented: pain of surgery reported as (B)(6) 2016, however salpingectomy was on (B)(6) 2013 (discrepant data). The device went in well but when deployed it curled on itself. Coils were seen and scar tissue noted in front of the ostia. Device well in the ostis . Diagnostic results: on an unknown date patient underwent essure confirmation ultrasound test. Approximate weight at the time of essure placement: estimated 110 (units not informed). (B)(6) 2013, surgical pathology report: specimen 1. Left fallopian tube. 2. Right fallopian tube. 3. Portion of essure. Clinical information. Family planning, failed essure diagnosis: fallopian tube, left, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Fallopian tube, right, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Diagnosis after gross examination: portion of essure device: - portions of metallic and synthetic string material consistent with essure fragment; gross ID only. Pain description cramping. Hysteroscopic sterilization: operative findings. Cervix: parous. Uterine size: 7. Uterine position: axial. Uterine sounded to: 7. Uterine cavity: normal. Tubal ostia. Visualized bilateral: yes. Description: the left tube had some scar tissue in front of it. Anatomic in location: yes. The patient tolerated the procedure well. Essure confirmation test(s) conducted: (B)(6) 2013, (B)(6) 2013 hsg, x-ray/ ultrasound. Concerning all the injuries reported in this case,the following ones were reported via social media: anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event added as per social media: worried. Reporter information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.